Manufacturer narrative:
Per issue, pt just started taking antibiotics. Per product user guide, "certain prescription drugs and over-the-counter medications (e.g., antibiotics, pain relievers) can affect the action of oral anticoagulants. Starting, stopping or changing the dose can affect the inr value." Inratio precision data provided by end-user lot: date: (B)(6) 2011, 1st inr: 1.5, 2nd inr: 2.0, mean: 1.75, sd: 0.35, %cv: 20.20. Since % cv is more than 20%, the precision test failed the criteria for precision. Add'l investigation is required. Previous investigation of strip lot 233708 from (B)(6) 2011 met precision criteria. Date: (B)(6) 2011. Donor 1: 1st inr: 3.4, 2nd inr: 3.3, 3rd inr: 3.3, mean: 3.3, sd: 0.06, %cv: 1.73. Donor 2: 1st inr: 2.7, 2nd inr: 2.7, 3rd inr: 2.6, mean: 2.67, sd: 0.06, %cv: 2.17. Pt taking antibiotics may affect inr testing. Analysis of the client's data from repeated inratio tests revealed that test result comparison did not meet precision criteria. No product was expected to be returned. Retain strip test result comparison met precision criteria. As reviewed on (B)(6) 2011, (B)(4) discrepant results complaint was reported for lot #233708 yielding a complaint rate of 0.083%. Action threshold has reached. Since strip lot released, in-house therapeutic sample tests were performed for retain and returned strips. Customer's observation has not been reproduced in test. Test records indicated all strip test results met product performance when compared to the results from in vivo tests. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Customer alleges discrepant result with meter compared to lab: date: (B)(6) 2011, inratio: 1.5, retest inratio: 2.0. Pt's target therapeutic range is 2.5-3.5. Pt was hospitalized on (B)(6) 2010 with black stools/gastrointestinal bleeding. Pt started taking antibiotics on (B)(6) 2011.